Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012, to report a blood spill within an orthopat machine. The operator also mentioned a grinding noise with the disk. No donor or operator injury was reported. The device has not been returned therefore no evaluation was performed. A follow-up report will be filed when additional info becomes available. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2012, to report a blood spill within an orthopat machine. The operator also mentioned a grinding noise with the disk. No donor or operator injury was reported.